Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. This report is for the first device. Please note that while this product is not sold in the us, it is considered similar to products that are when taking into account composition and indications for use. After microscopic analysis the images of the cross section have a thermal deformed surface. The reason can be due an user misuse.

Event description:
In this event, a customer reported that two eddy irrigation tips broke during treatment on the same patient and tooth; no injury resulted.